Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that connectivity check was showing 8-15 lead was not connected and with full electrode impedance check, 8-15 contacts were all over 10k ohms. Tss reviewed how to interpret electrode impedance screen/results. Caller re-ran impedances at 3v and saw consistent results in that the 0-7 contacts were around 700-1000 ohms and 8-15 contacts were over 40k ohms. Caller stated that patient "falls all the time" but has had no therapy issues. Caller and patient discussed programming history and patient mentioned that at one point, everything was vibrating including their vagina and they didn't need the 8-15 contacts so they were turned off and caller mentioned this was all during normal reprogramming. Currently, patient was only using 0-7 contacts in active programming which would explain why they haven't noticed any therapy issues and while running impedance patient mentioned feeling stim. The issue was not resolved through troubleshooting. Caller indicated ins will likely be replaced in the coming months. Tss reviewed that impedances could be due to a lead issue or otherwise, something may have become disconnected or migrated. Caller will have hcp connect existing leads to new ins and see if impedance issues remain on 8-15 and if so, then lead will be replaced at that time.

Manufacturer narrative:
Concomitant medical products: product ID 977a160,serial#:(B)(4), product type: lead. Product ID 977a160, serial#:(B)(4), product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 31-jul-2017, UDI#:(B)(6) ; product ID: 977a160, serial/lot #:(B)(4), ubd: 31-jul-2017, UDI#:(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2022. The pt said they know one of the leads was not working but the other lead was working so everything could be programmed. Pt said this was first noticed back in may but was not sure if it had stopped working prior to may.

Manufacturer narrative:
Continuation of d10: product ID 977a160 serial# (B)(6): product type lead product ID 977a160 serial# (B)(6): product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Surgical intervention is planned, date tba.

Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a160 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.